Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced the power supply. The unit passed extended self-testing.

Event description:
The customer reported that a ventilator lost communications. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.